Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The patient file showed eight applications were performed with afapro28 catheter with lot 18071. The patient file did not show any system notice on the reported date of the event. In conclusion, the reported clinical issues (coronary artery spasm, st elevation, and cardiac arrest) could not be assessed through data analysis. The balloon catheter was discarded and was not returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, transeptal access was completed and the balloon catheter was positioned into the left superior pulmonary vein (lspv) and completed a successful pulmonary vein isolation (pvi). Following the lspv pvi, it was noted that there was "some" st elevation on the electrocardiogram (ECG). The case was completed with cryo. An angiogram of the left and right coronary systems showed a patent left side, non diseased but underfilled. The right system showed a coronary spasm which consequently led to the patient having a cardiac arrest. The return of spontaneous circulation (rosc) and sinus rhythm were obtained. A repeat angiogram was performed and it showed normal right and left systems. Due to the cardiac arrest, the patient spent one week in the intensive care unit (itu) before being discharged. No further patient complications have been reported as a result of this event.